Event description:
It was reported by the hospital that during a knee replacement procedure an incorrect product was found in the packaging. The box was labelled: 159576 oxford anatomical bearing medium right 4mm lot 6461000 exp 15/01/2024, however, the implant found in the box was medium left 4mm, lot 6461000.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h7, h9, h10 . A visual inspection confirmed the reported event and revealed that a left handed bearing had been supplied within the package labeled for a right handed bearing. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is attributed to a manufacturing issue.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during a knee replacement procedure an incorrect product was found in the packaging. The box was labelled: 159576 oxford anatomical bearing medium right 4mm, lot 6461000, exp 15/01/2024, however, the implant found in the box was medium left 4mm, lot 6461000. Another product was used to complete the procedure.